Event description:
It was reported that during a lap. Sigmoid colectomy procedure, the clips would not hold unto the tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.